Event description:
The customer sent a notification to (B)(6) on july 16, 2019. In the (B)(6) notification, the following excerpt of information was provided: during a coronary angiogram the patient suffered a coronary gas embolism with cardiogenic shock and death. No technical failure was noted on the injector and on the single-use line used. A potential gap in the injection system purging procedure was indicated in their report.

Manufacturer narrative:
A bayer service representative responded to the site and replaced the pivot knuckle assembly which restored the injection system to normal operation. Product analysis received and examined the returned pivot knuckle assembly. Visual examination confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported that the stellant injector head disengaged while being moved by a staff member. There was no injury or adverse event reported.